Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 was not identified during the customer call. Tech support explained to customer the problematic issues that produce the error code 242.4030. Customer to interchange parts such as, the ail sensor to isolate fault. If the issue persists, then interchange the logic board. Informed customer of last resort to replace the bezel assembly. They will give a call back if problems continue to become an issue. The call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error 242.4030. There was no patient involvement.